Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. It should be noted that the armada 35 instructions for use instructs to perform air aspiration outside of the anatomy. The investigation determined that the reported balloon rupture appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a procedure to treat an eccentric shunt lesion with mild tortuosity and heavy calcification, a 7.0x40 mm armada 35 pta catheter was advanced without resistance for dilatation. Air aspiration was performed inside of the patient anatomy. During the first inflation for 10 seconds, the balloon ruptured at 8 atmospheres. The catheter was removed without resistance from the patient anatomy. The patient was treated with an unspecified balloon catheter to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.